Event description:
The customer called stating the control test on her contour meter was 278mg/dl. Approximate normal control range is 105mg/dl to 145mg/dl. No adverse events were alleged. Further test strips information cannot be obtained as customer discarded them. No product will be returned. No replacement product sent.